Event description:
It was reported that while shaving soft tissue (meniscus and synovium) surgeon observed misalignment of the shaver blade's inner and outer shaft at the cutting tip. He immediately removed the blade from the surgical site at which time the toothed inner shaft cutting tip fell off. A replacement was available to complete the surgery successfully with no adverse consequences or surgical delay.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.